Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their handset battery was depleting quickly, but then clarified that what they were calling about was that they got service code 201: eri. The patient was just implanted with their implant in (B)(6) 2025 and started getting eri on (B)(6) 2025. The agent discussed eri and timeframe on the ins and redirected them to their healthcare provider (hcp). The agent also emailed local manufacturer representative (rep).

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the early eri message was high energy levels and incorrect programming style, leading to decreased battery life/eri message. They met with the patient and fixed the issue as well as added cycling to the battery. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.